Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not received for evaluation. In a follow up call with the user, it was conveyed that the reported issue was resolved and the user was able to use the device without any error. It is believed that the communication contacts were cleaned on the scope and user confirmed that the issue has been resolved. No further information was provided. Based on the follow up call, the root cause of the reported error message issue was due to dirty contacts on the scope. The dirty contacts on the scope is likely attributed to user maintenance issue or handling issue.

Event description:
It was reported that the device exhibited error message of e104. No further details were provided regarding the event. There was no patient involvement on the report.